Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it being unable to maintain peep (positive end expiratory pressure) could not be duplicated. Ventec downloaded the device's electronic records (system logs) for analysis and confirmed instances where peep was lower than expected. Ventec observed that almost all of the peep values that were below specification occurred right after a patient circuit disconnect and low minute volume alarm had been logged by the device. This indicated that the patient circuit may have become disconnected from either the patient or the ventilator during the event. When the patient circuit becomes disconnected, the ventilator requires several breaths to re-stabilize. During that time, peep, vte (exhaled tidal volume), minute volume and other metrics may be out of spec. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator was unable to maintain peep (positive end expiratory pressure). The patient advised their respiratory therapist (rt) that "the unit looked like it was working, but no pressure was coming out." There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue.